Event description:
It was reported by service report that the fowler weldment was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
MFR's investigation is still ongoing, if add'l info is received, a f/u report may be submitted.